Manufacturer narrative:
Device received, evaluation anticipated, but not yet begun. Evaluation method code and results code apply to the patient interface (B)(4). Information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the device was not working properly off and on. The issue had happened multiple times. It was noted that there was no patient impact.

Manufacturer narrative:
Evaluation of the returned mainframe found no fault related to the complaint. Missing feet were replaced and the software was updated to the current version. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.